Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-15039. The pt received a pns system (off label) which included two leads from different lots. It was reported, the pt was not receiving adequate stimulation. The sjm rep met with the pt for reprogramming and was only able to obtain stimulation on the pt's right side. Also, low impedance values were observed. F/u indicated the scs rep met with the pt again and reprogramming was successful. The pt is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.